Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory ofterumo corp., (manufacturer). Exemption number: e2015056.investigation: the whole blood collection set was not available for return for evaluation.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.shipping testing was performed on the reserve samples from the reported lot number. Thereserve samples were also visually examined and the solution volume and solution compositionwere tested with no abnormalities noted.root cause: a definitive root cause for the observed elevated wbc count remainsundetermined at this time. As an increase of wbc contamination complaints were noted fromprevious lot number, further investigation was performed. Investigation results indicated thatthe cause of higher-than-expected wbc content in the whole blood product was due to themaximum pore size of the filter membrane is likely to increase according to the combination ofmultiple parameters in manufacture of leukoreduction filter membranes and wbc contaminationis likely to occur frequently in the product lots of which the maximum pore size of the filtermembrane has increased.corrective action: an internal CAPA has been initiated to review the combination of themultiple parameters suggested the tendency of the increase in the maximum pore size of thefilter membrane. Manufacturing specifications were updated to narrow the range of theparameters in manufacture of filter membranes and it was confirmed that the appropriate levelofthe maximum pore size of the filter membrane was achieved.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The whole blood collection set is not available for return because it was discarded by the customer.